Manufacturer narrative:
Investigation summary: the customer reported the male luer snapped off, and returned two used samples of material 2420-0007, lot 25116214. Upon initial visual examination, the set verified the complaint of separation of the spin luer collars from the male luer. The spin collars for both samples were not returned with the rest of the sets and could not be investigated. The supplier of the male luer component was notified of the failure.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when rn disconnected primary IV line from patient¿s central line, rn detected that male luer snapped off from the primary line. No patient harm.